Event description:
It was reported that during a diagnostic percutaneous transluminal angioplasty (pta) procedure, the amplatz guidewire lost it's coating. The lesion being treated was calcified and 70% stenotic and was located in the non-tortuous left femoral/popliteal artery. The guidewire was manipulated through a metal entry needle. The physician accessed the lesion using a 7f terumo introducer sheath; no guide catheter was used. No resistance was met with insertion of the guidewire, but friction was met with removal of the guidewire through the diagnostic catheter. It was noted that the coating was missing after retrieval of the guidewire. The wire did not fracture during the procedure. None of the coating was left in the pt. The pt was asymptomatic during this event. No pt injuries or complications were reported. Pt status is reported as "good."